Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 11.3cm to 11.5cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact. (B)(6). No complaint received with return of device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.